Event description:
A patient contact reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) had blood in their peritoneal effluent fluid (drain line). Follow-up with the patient's pd registered nurse (pdrn) revealed the patient was experiencing drain complications (specifics not provided), and on (B)(6) 2021 the patient underwent a pd catheter (not a fresenius product) revision for mal positioning. The patient had been complaining of bloody (pink tinged) peritoneal effluent fluid on/off since the revision (nephrologist aware). However, on (B)(6) 2021 the pdrn sent the patient to the emergency room (ER) after it was reported an increased amount of blood was noted in the drain line. The patient was kept overnight and discharged on (B)(6)2021. The pdrn was uncertain what procedure was performed, however it was determined the blood was coming from a nick very close to the pd catheter (not a fresenius product) revision incision. The patient is recovering from the events and resumed utilizing the same liberty select cycler following discharge. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).